Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported failure. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that the device screen flickered and it went blank with illumination of the service light. Physio-control evaluated the device and found several event codes that indicated a potential critical failure logged in the memory. There were no reports of pt use associated with the event.